Event description:
It was reported that the patient was symptomatic of infection. The implanted lead was capped. The patient's condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5148816.